Event description:
On (B)(6) 2014, the distributor contacted animas, alleging that the display screen was blank. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time. (B)(6).

Manufacturer narrative:
Follow-up #1: date of submission 01/04/2014 - device evaluation: the pump has been returned and evaluated by product analysis on 12/19/2014 with the following findings: animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. On investigation, the alleged blank display issue was not duplicated. The pump powered up to the verify screen with auditory and vibratory features. No tactile issue was observed with the buttons. Review of alarm history found processor communication related alarm that can result in a blank display. Unrelated to the reported blank display issue, the display screen was dim with a pink contrast.